Event description:
Health professional reported lap-band system removal without replacement due to pt's alleged persistent vomiting, abdominal pain, and "mild gastritis but no abnormalities." Follow up findings: esophagogastroduodenoscopy (egd) also diagnosed "negative hyplon." The pt also experiences "heart burn" and "wakes up at night." It is not known at this time if the surgeon believes the symptoms to be device related or not.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the reported event of pain, vomit and reflux as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of heartburn as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindications: the lap-band system is contraindicated in: 1. Pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."